Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that prior to the start of the laparoscopic cholecystectomy procedure, the cut was activated when the device was connected to the generator. There was no patient involvement. A new device was used for the procedure.

Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: 09/27/2016. Date of follow-up report: 10/14/2016. Date of follow-up report: 01/20/2017. The reported condition that the device activated on its own was not confirmed. An additional failure of a latch-on condition was found during the investigation. Per engineering investigation, the ¿latch on¿ condition was caused by interference between the rocker component and the rocker window in which it moves. The width of the rocker was found to be larger than the width of the rocker window. The width of the rocker window is formed by the ultrasonic welding of the two body housing components. Corrective action is being issued.

Manufacturer narrative:
(B)(4). Evaluation of the incident pencil confirmed the customer's report. The cause is due to an assembly related failure.